Event description:
It was reported that during a follow-up visit, the patient reported a recent fall, along with pain and a shift in the position of the cardiac resynchronization therapy defibrillator (crt-d) toward the axilla. The patient noted they were experiencing difficulty moving their shoulder. The physician scheduled a pocket revision and the device remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated no further actions will take place. The patient refused treatment for the device migration. The device remains in use and no pocket revision will take place. No patient complications have been reported as a result of this event.